Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine training/check, the cardiosave intra-aortic balloon pump (iabp) blue port by handle is not working. There was no patient involved.

Manufacturer narrative:
This complaint is being closed, as it is not a valid complaint. It was opened in error. Trainer complaint. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
This complaint is being closed, as it is not a valid complaint. It was opened in error. Trainer complaint